Manufacturer narrative:
(B)(4). Batch # l92n7e. The analysis result of the er320 device found that it was received with the floor damaged. No functional testing could be performed due to the condition of the floor. It could not be determined what may have caused the damaged found. In addition, 7 clips were found inside tube. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic sigmoidectomy, jamming occurred. Also some of the deployed clips were malformed. Another device was used to complete the case. There were no adverse consequences to the patient.